Event description:
The vapotherm nasal cannula became hard and the piece near the nares broke and separated from the tubing resulting in oxygen not reaching the patient. This led to an apneic spell and required manual bagging to recover patient's oxygen saturations to baseline. According to the report and discussion with the respiratory equipment manager, these cannulas require frequent change- outs because they quickly become hard and non-pliable.